Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The following sections were corrected: b5, h6. Medical records provided confirmed the reported event. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address continued pain, instability, and subsidence of the tibial component approximately three (3) years post-operatively. Clinical notes from the patient's initial procedure noted no intraoperative complications. Clinical notes from the patient's revision noted the tibial stem had subsided and migrated laterally with a defect laterally in the proximal tibia. The femoral component was found to be stable and was retained as well as the patella. No intraoperative complications were noted.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona posterior stabilized standard nitrided cemented femoral component catalog #: 42570605802 lot #: 65120662, persona posterior stabilized articular surface right 12mm catalog #: 42522400412 lot #: 64093960, persona cemented all-poly patella 32mm catalog #: 42540000032 lot #: 65299731. The complainant has indicated that the product will not be returned to zimmer biomet for investigation as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address continued pain, instability and aseptic loosening and subsidence of the tibial component approximately three (3) years post-operatively. Clinical notes from the patient's initial procedure noted no intraoperative complications. Clinical notes from the patient's revision noted the tibial stem had subsided and migrated laterally with a defect laterally in the proximal tibia. The femoral component was found to be stable and was retained as well as the patella. No intraoperative complications were noted.